Event description:
It was reported that the customer experienced a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and the customer will reset the pump when ready and follow up if the issue persists.